Manufacturer narrative:
Sanofi company comment dated 29-aug-2018: follow up information does not change previous case assessment. This case concerns a male patient who received treatment with seprafilm and later underwent surgery due to device subsequently folded over, became entwined with his bowel/ malfunctioning device, inflammatory response, infection, abscess. The relationship of the event with suspect cannot be denied. However, further information regarding patient's current clinical presentation, onset latencies and other risk factors precludes the complete medical case assessment.

Event description:
Device subsequently folded over, became entwined with his bowel/ malfunctioning device [device malfunction], abscess [abscess], inflammatory response [inflammatory reaction], infection [infection], physical pain [pain]. Case narrative: initial information received from united states on 15-aug-2018 regarding an unsolicited valid serious case received from a lawyer. This case involves male patient who had device subsequently folded over, became entwined with his bowel/ malfunctioning device, inflammatory response, infection, abscess and physical pain (latency: 4 years 3 months 3 days), while using with the use of medical device carboxymethylcellulose, sodium hyaluronate (seprafilm). The patient's past medical history included incisional hernia. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2008, the patient started using carboxymethylcellulose, sodium hyaluronate, dosage unknown (lot - 07np294) for incisional hernia. On (B)(6) 2015, 4 years 3 months 3 days, the device subsequently folded over, became entwined with his bowel/ malfunctioning device caused a severe inflammatory response, infection and abscess. Among other treatment, the patient required additional surgery on (B)(6) 2012, to remove the malfunctioning device, take down adhesions, and evacuate the abscess associated with the device. Patient was injured severely and permanently. Patient had suffered and would continue to suffer physical pain. Final diagnosis was severe physical pain, severe abscess, severe infection, severe inflammatory response and severe device subsequently folded over, became entwined with his bowel/ malfunctioning device. Corrective treatment: not reported for physical pain; surgery for rest of the events. Outcome: unknown for all events. Seriousness criteria: intervention required and disability for all events. A product technical complaint was initiated on 21-aug-2018 for seprafilm. Batch number: 07np294, (B)(4). Sepramesh lot 07np294 date of sterilization is 10sep2007, expiration date is: 31-oct-2009. There was one deviation associated with the manufacture of this lot for generating labels using a current version of the product specification (ps) instead of waiting for a new product specification to master with different labels. The changes to the ps were to change part numbers of labels. No testing requirement was changed. The product was released to the appropriate testing parameters and specifications. The appropriate labels were used. An active tcr was used to label the materials. The part numbers in the tcr match the part numbers that were on the document change request (dcr) for the ps. Thus, qa management determined there was no product impact. The lot passed all in-process and final product quality assurance inspections with all manufacturing parameters being met and all qc testing attributes within required release specifications. Sepramesh was sealed into a plastic tray with tyvek cover which was then sealed into a foil pouch. At the time of lot 07np294 manufacture, all foil pouches were 100% inspected prior to use by genzyme manufacturing. Per temporary change tcr07-210, qa was to perform 100% inspection of pouches following post-conditioning operation. Lastly, per tcr07-207 the expiry date of the carton was being extended for 2 additional years and lots were labeled with the extended date. There are no other complaints or adverse events associated with lot 07np294. There were no failed inspections and no anomalies noted in the production batch record or qc data review for lot 07np294. As there were no anomalies or issues found with the lot during batch review, no corrective action was required. Additional information received on 29-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.